Event description:
Additional information reported the patient did not have concerns with their device of therapy.

Event description:
It was reported that when the drug dosing was brought back up to what the patient was taking prior to the catheter being dislodged (see manufacturer report # 3004209178-2011-04810 for catheter dislodgement) the patient went through withdrawals and he had ¿a lot of issues.¿ the patient reported that his pain coverage was not being met the physician had to raise his medication so high that it seemed as though he was being over medicated. It was unknown what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8731, serial# (B)(4), implanted: 2004-(B)(6), product type catheter, product ID 8598a, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).